Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the transmitter was not within line of sight of the pump. The customer's blood glucose level was 156 mg/dl. A replacement transmitter was sent to the customer to resolve the issue.